Event description:
It was reported that a spectrum iq pump did not alarm for an occlusion during patient infusion of fentanyl in the critical care area. The line was occluded but the pump did not alarm for an occlusion. The patient went without medication for more than 12 hours (assuming from when the bottle was stated to be hung). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.